Event description:
The complainant in japan reported the automated impella controller (aic) would not recognize the purge set during priming. The aic was therefore replaced successfully. There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. According to the log analysis and device analysis the root cause for the console not recognizing purge disc during priming was due to a damaged purge pressure flag. The following have been reported incorrectly or missing from manufacturer device report: 1220648-2023-04824. D2: common device name. G1: reporting contact email revised in accordance with updated procedures. G1: reporting contact fax number missing.